Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. The complaint stated: ¿during surgery they noticed that the device shaft tip was bent.¿ the inserter had an audible click upon rotation of the torque limiter. The inner rotating shaft advanced. There was damage noted. The inner shaft had a sharp bend. The anchor was returned. It was flared and chipped at the proximal end. The symptoms are consistent with loss of axial alignment. This situation is aligned with unexpected bone condition/density or an inadequate prep hole. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during surgery, they noticed that the device shaft tip was bent. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. The results of investigation confirm that the anchor was flared and chipped at the proximal end, which makes this a reportable allegation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.